Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (25 mg/ml at 4 mg/day) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that while the patient was undergoing an emergency spine surgery that was not related to a medtronic device, the physician realized that the pump and catheter were infected and needed to be explanted. There were no known factors that may have led or contributed to the issue. No troubleshooting was performed. The patient's pump and catheter were explanted on (B)(6) 2021. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.